Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately ten years and four months following the implant of this transcatheter bioprosthetic valve, the ten-year follow-up transthoracic echocardiogram (tte) showed an elevated mean gradient of 40.6 millimeters of mercury (mmhg). No treatment was required, and the event was ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the valve had been assessed via angiography with an implant depth at 4 millimeters (mm) for both the non-coronary cusp (ncc) and left coronary cusp (lcc). Following the valve implant aspirin and an anticoagulant were prescribed for 6 months and then only aspirin. As reported, there wasno evidence of thrombus per the latest imaging. Additionally, it was reported that the transcatheter valve did not contribute or cause the heart failure with preserved ejection fraction. The cause, however, was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported this transcatheter bioprosthetic valve was implanted valve-in-valve in a non-medtronic valve. There was indication of thrombus on the bioprosthetic valve; however, no leaflet thickening was observed. Per the physician, there were no patient anatomical factors that could have contributed to the elevated gradient. The patient did not have any symptoms because of the elevated gradient and no intervention was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the thrombus was no noted on the transthoracic echocardiogram (tte). A computed tomography angiogram (cta) performed approximately 7 years following implant and the tte approximately 3 years later did not identified leaflet thickening. Although no symptoms were present, the physician did indicate approximately 10 years and 6 months following the valve implant that heart failure with a preserved ejection fraction (hfpef ) was noted. A tte performed over 10 years post implant did not identify a thrombus. The gradient issue had not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 54mmhg. Following the implant of the valve, angiography showed the valve implanted at a depth of 4 millimeter (mm). The mean gradient after the valve was implanted, was 42.9 mmhg. The mean gradient at the seven year tte was 33 mmhg.